Manufacturer narrative:
A service engineer inspected the device and found that the inspiratory module needed replacement. The repairs have not been completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during servicing, the 840 ventilator sensors could not be calibrated and the unit would not pass the extended self-test (est). The ventilator was not in use on a patient at the time of the event. During repairs, the service engineer found that the inspiratory module was contaminated with water and generated a proportional solenoid (psol) stuck open error which could potentially lead to a loss of ventilation if this were to occur while in use on a patient.